Event description:
Meter name: one touch ii, strip name: one touch, meter code: ni, strip code: ni, strip storage: ni, symptoms: "not feeling well". A patient reported the patient went to the ER because the patient was not feeling well. Their meter allegedly was inaccurately low compared to the patient's usual normal results. No results are known. Unknown if the patient was treated. Checkstrip result out of range, 75-101 with result 71 x two. Meter was replaced by representative.